Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal portion of the lead was returned and analyzed. No anomalies were found. The distal conductor of the lead was extrinsically rotated. A visual summary analysis of the lead indicated apparent explant damage. The analyst commented that distortion of the distal conductor within the connector indicated the connector pin had been turned an excessive number of times during helix retraction. Concomitant product: 507658 lead implanted: (B)(6) 2006.

Event description:
It was reported that a lead integrity alert triggered for the right ventricular (rv) lead due to sensing noise, which resulted in the delivery of two inappropriate shocks. It was suspected that the rv lead had suffered an insulation breach. The rv lead was capped and replaced. It was also reported that the left ventricular (lv) lead exhibited diaphragmatic stimulation. The lv lead was reprogrammed for decreased output and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.